Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and there were no notable events before issue occurred. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset with no repeat of malfunction, was advised that pump use could continue, and was instructed to call back if issue happened again.